Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Carto 3 system: (serial#(B)(4), model # m-4800-01), stockert 70 system: (serial#st-(B)(4), model # m-5463-01), 3.coolflow pump: (serial#(B)(4), model # m-5491-02). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial flutter ablation (afl) procedure with a thermocool sf nav catheter; a steam pop occurred and the patient suffered a cardiac tamponade that required pericardiocentesis and prolonged hospitalization. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The returned complaint device was visually inspected upon receipt and it was found to be in normal conditions. Per the conditions of the event, the catheter was tested for electrical performance, temperature response and stockert generator compatibility; it was found within specifications for all tests. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent an atrial flutter ablation (afl) procedure with a thermocool sf nav catheter and suffered a cardiac tamponade that required pericardiocentesis and prolonged hospitalization. The patient¿s medical history is unknown. During the afl procedure, a steam pop occurred while ablating at high power as the physician ablated along the cavotricuspid isthmus (cti). The patient's blood pressure decreased and the patient was found to have a cardiac tamponade as confirmed by transthoracic echo. Pericardiocentesis was performed and 520 cc of fluid was removed. The patient required hospitalization for 2-3 days while the drain was in place. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Settings during the ablation include: the generator was in power-control mode and power was set at 50w. Per 21 cfr, part 803, this complaint is reportable. The product has not yet been returned. The product investigation is pending.